Event description:
Cryolife pulmonary valve and conduit synegraft was thawed and prepared according to manufacturer's policy. When ready for use, surgeon implanted the homograph and noted the leaflet on the valve was torn. The surgeon needed to revise the procedure due to the product failure. It was not in the patient's best interest to thaw and prepare another implant since that takes at least 30 minutes. FDA safety report ID# (B)(4).